Event description:
It was reported that during inspection, a t-handle tab was found broken. No procedure or patient involved, therefore no delay occurred and no backup device needed. No injuries reported.